Manufacturer narrative:
Findings: unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The insulin pump has a cracked screen and there is a black line running across the screen. The insulin pump will be returned for analysis.